Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer was admitted to the hospital with diabetic ketoacidosis due to "the family forgot to charge the mobi pump". A blood glucose level was not provided. No additional information regarding this event was available. Date of event is approximate.